Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on march 01, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced extrusion of the device due to a suspected allergic reaction. Explantation is planned, but yet to occur as of the date of this report march 01, 2018.